Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol sepramesh ip device may have caused or contributed to the reported event. The medical records report infection, fistula and lysis of adhesion. Adhesion is a known inherent risk of surgery and is listed in the instructions-for-use as a possible complication. Fistula formation is a known inherent risk of surgery and is listed in the instructions-for-use as a possible adverse reaction. Regarding infection; the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed." Based on the limited information provided at this time, no conclusions can be made the date of partial removal of device is unknown so no removal date is reported. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Per medical records & legal claim: (B)(6) 2005: the patient was diagnosed with a large incarcerated ventral hernia and underwent a mesh repair with implant of a sepramesh, extensive lysis of adhesions, revision of scar and restoration of 30 cm abd wall defect. On (B)(6) 2008: the patient had a postoperative infection and subsequently developed an anterior cutaneous fistula. Ni/ni/ni: the patient had been previously referred to ucla for evaluation and a doctor removed a piece of the mesh. Ni/ni/ni: the patient presented to the hospital with complaints of abd pain and increased drainage from his wound and difficulty managing the wound. Patient was provided wound management teaching and referred to follow up with ucla for wound management and post op treatment.

Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol sepramesh ip device may have caused or contributed to the reported event. The medical records report infection, fistula and lysis of adhesion. Adhesion is a known inherent risk of surgery and is listed in the instructions-for-use as a possible complication. Fistula formation is a known inherent risk of surgery and is listed in the instructions-for-use as a possible adverse reaction. Regarding infection; the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed." Based on the limited information provided at this time, no conclusions can be made the date of partial removal of device is unknown so no removal date is reported. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct patient ID. Based on the original allegation and the medical records provided to date, there is no change to the initial determination, no conclusions can be made. Review of the manufacturing records was performed and found that the lot was manufactured to specification. This supplemental emdr represents sepramesh ip (device #1). An additional supplemental emdr was submitted to represent perfix plug (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Not returned.

Event description:
Per medical records & legal claim: (B)(6) 2005: the patient was diagnosed with a large incarcerated ventral hernia and underwent a mesh repair with implant of a sepramesh, extensive lysis of adhesions, revision of scar and restoration of 30 cm abd wall defect. (B)(6) 2008 ¿ (B)(6) 2008: the patient had a postoperative infection and subsequently developed an anterior cutaneous fistula. Ni/ni/ni: the patient had been previously referred to ucla for evaluation and a doctor removed a piece of the mesh. Ni/ni/ni: the patient presented to the hospital with complaints of abd pain and increased drainage from his wound and difficulty managing the wound. Patient was provided wound management teaching and referred to follow up with ucla for wound management and post op treatment. Addendum per additional information provided: (B)(6) 2009 - patient was diagnosed with left indirect inguinal hernia thereby underwent open repair with implant of perfix plug (device #2). Per operative notes, "a large indirect hernia sac was identified and dissected free from the cord structures. An extra-large perfix plug (device #2) was sutured into place and patch was sutured to the fascial covering of the pubic tubercle." (B)(6) 2009 to (B)(6) 2009 - patient visited hospital for wound abscess, erythema, pain and swelling in left groin thereby underwent incision and drainage. (B)(6) 2010 - patient was diagnosed with infected mesh thereby underwent open repair with mesh removal. Per operative notes, "a pus collection was seen over the infected mesh. There was a dense desmoplastic reaction to the mesh. The perfix plug (device #2) was removed." Note: there was no mention/visualization of sepramesh ip (device #1) during above procedures. Attorney alleges that the patient had abscess, infection, nerve damage, pain, removal surgery and emotional injuries.